Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc reviewed the data provided. The customer's quality control (qc) was out of range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse flushed the port with hot water and ran advanced clean. The cse replaced the peristaltic pump tube. The cse replaced the integrated multisensor technology probe and aligned it. The cse aligned the peristaltic pump and rotary valve. The cse replaced reagent standard. The cse primed the reagent and ran controls, resulting in range. The cause of the discordant, falsely elevated sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium results were obtained on three patient samples on a dimension vista 1500 instrument. The initial results were reported out to the physician(s), which were questioned. The customer repeated the same samples on an alternate dimension vista instrument, resulting lower. The customer issued a corrected report to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium results.